Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed an unconfirmed replace cartridge alarm on (B)(6) 2013; the battery became completely discharged and the pump began to continuously reboot. A visual inspection of the pump showed no damage to the battery compartment. The battery cap was not returned with the pump; a test cap was able to secure on to the pump and the pump powered on normally. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues. The pump cover was opened and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the audio bolus button cover was torn; the button was responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device would not power on after replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.